Event description:
It was reported to philips that the device did not turn on. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the machine suddenly failed to expose x-rays. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.